Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip of the screwdriver broke off while screwing in the acetabular screw.

Manufacturer narrative:
Examination of the returned instrument confirmed the majority of the tip broke off. Data was reviewed under the root cause investigation (B)(4). It was determined as a result of the investigation to conduct a preliminary risk assessment. Pra (B)(4) was conducted in april 2015 and determined that there had been no increase in patient harm and that the severity and occurrence of the various failure modes resulted in broadly acceptable risks. However, because of the potential for various harms of higher severity, and to attempt to improve customer satisfaction, the fracture failures will be further investigated within a preventative CAPA (B)(4) that was created on june 11, 2015. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.